Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the t-valve assembly to resolve the leak and instrument error issues. The t-valve assembly was returned to beckman coulter for further evaluation; however testing could not reproduce the reported issues. (B)(4).

Event description:
The customer reported an "mc (module chemistry) sample probe obstruction"error and a leak from the mc sample probe on their unicel dxc 600i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.